Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, increased pacing thresholds and pacing impedances were observed on this right ventricular (rv) lead. Provocation testing produced noise and a lead conductor fracture was suspected. A revision procedure was performed and this rv lead was surgically abandoned. No additional adverse patient effects were reported.